Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years, eleven months and three days following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was reported. Three days later a vascular plug was implanted to improve the pvl. No additional adverse patient effects were reported.